Event description:
The handpiece was returned to the MFR for service, and during the eval, an unk substance was found inside the device in the fluid path. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the MFR for service. During the eval, an unk substance was found inside the device in the fluid path and reported. The device was given to a qa engineer for further investigation. A sample was taken from the device and sent to clinical sciences for analysis. A f/u report will be submitted after the quality investigation has been completed.